Manufacturer narrative:
Conversations with the distributor revealed that the patient's bone was extremely sclerotic, specifically on the patient's right hand side. Additionally, it was discovered proper surgical technique was not followed. The screw tapping/preparation was completed with incorrect instrumentation. As a result of the incorrect instrumentation used, additional insertion torque was required, resulting in excessive load placed on the implant, thus leading to the fracture reported.

Event description:
A patient underwent c4-t1 spinal surgery (B)(6) 2021 as the result of a motor vehicle accident. The patient reportedly had an unstable cervical spine with neurologic deficit. Upon insertion of the final screw (right c4), the screw fractured. The surgeon attempted to remove the screw with a screw extractor; however, the screw fractured again and was left inside the lateral mass.